Manufacturer narrative:
Based on additional information received the patient code of (B)(6) no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative reported that they did not know what was causing the unexpected changes in stimulation. The representative met with the patient and reset the adaptive stimulation (as). It was noted that the patient landed on the ins from the motorcycle accident. The patient reiterated that they never had any problems since the accident. The representative could not duplicate the changes that the patient stated were occurring. The ins checked out fine. The patient was seen by their physician and was scheduled for an ins battery replacement on (B)(6) 2016.

Event description:
The patient via manufacturing representative reported that they were in a motorcycle accident about 4 weeks prior to the report. The patient stated their stimulation was fine after the accident. They noted that all of their impedances were fine and their pocket appeared normal. They met with the manufacturing representative about a week prior to the report for some reorienting and therapy optimization, and left the appointment with good coverage, but then started to experience their stimulation changing unexpectedly. They stated that the stimulation is changing while they are in different positions. The patient mentioned that they may be at 5v, and then stimulation changed to 1.5v, and shows that they are in an upright position when they aren&#62766; further information indicated that the patient was asked to turn off their adaptive stimulation, until they meet with their manufacturing representative on 2016-09-22. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.